Manufacturer narrative:
Corrected: there is no device data available to substantiate the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 4 hours post implant of a leadless implantable pulse generator (ipg) the patient experienced arrhythmia and bradycardia. Pacing failure was identified and it was noted the ipg had dislodged into the pulmonary artery. The dislodgement was potentially due to interference with a ventricular lead or due to the ipg not engaging vertically with the myocardium. The ipg was removed with a snare and replaced. No further patient complications have been reported as a result of this event.